Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ac cca card and power module had degraded in the arctic sun device due to electrical overstress and would be replaced preventatively.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed. It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process ; single pull test did not provide stability of process; evidence was not provided when requested for maintenance of records or crimp tools ; no crimp cross-sections provided. The device was evaluated and the reported issue was confirmed as it was noted that the power module have degraded due to electrical overstress and will be replaced preventatively. Replaced the power inlet module. Performed 2k preventive maintenance (pm) service on the unit. Serviced the mixing and circulation pumps. Replaced the heater, manifold o-rings, drain valves, and the coin cell. Performed a functional check and pre-cal the device after the repairs. Placed on automated calibration and test system (acats). Passed automated calibration and test system and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Fluid delivery line (fdl) passed all leak and pressure tests and is free of damage or defects. Temperature input cable was inspected and tested with resistance thermometer, checked for accurate reading, and passed. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device history record was not performed. Labeling review is not required because labeling could not have prevented this issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ac cca card and power module had degraded in the arctic sun device due to electrical overstress and would be replaced preventatively.